Event description:
A patient with a previous history of CABG and unstable angina underwent a procedure to a bifurcated lesion in the proximal cx to first om.both branches had 55% preprocedure stenosis, and had no pre-existing clot. The main branch had a cypher 3.5x8mm implanted at 10atm by direct stenting, and the side branch had a 2.5x8mm implanted at 12atm after predilation at 12atm (balloon unknown). Both lesion sites were postdilated. The patient was discharged on aspirin for life and two months of plavix. The patient was hospitalized for angina at two years and four months, then two years and seven months post index. Both hospitalizations showed 20% luminal narrowing in the om cypher. Recascularization was indicated at the second hospitalization. Two years and 11 months post index, the patient underwent target vessel revascularization (tvr) and CABG for their anginal status and angiographic stenosis.